Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that episode review was requested for this pacemaker due to pacemaker mediated tachycardia (pmt) that occurred during a right ventricular autothreshold (rvat) test. Additionally, atrial undersensing was identified upon review of a stored atrial tachy response (atr) episode, which resulted in the inability to maintain a mode switch. Technical services (ts) provided programming and troubleshooting recommendations. This pacemaker remains in service. No adverse patient effects were reported.